Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a screen static and was not charging. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g1 (contact person ¿ mfg site), g3, g6, h2, h11. Corrected fields: e2, e3.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d9, (g1(contact office, contact person ¿ mfg site), g3, g6, g7, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, investigation conclusions), h11. Customer reported that screen static/not charging. There was no patient involvement or adverse event reported. More than 3 gfe's raised, no further information is available complaint will be closed and in the event new information was to become available, this record will be reopened and updated. No service order available and there is no relevant repair information available.

Event description:
N/a.